Event description:
It was reported that the patient¿s blood glucose (bg) level rose above 300 mg/dl (16.7 mmol/l) while wearing the pod on their hip/buttocks between 5 and 24 hours. The patient¿s parents reported that a lack of effectiveness occurred, with high bg levels lasting for about four hours. When the pod was removed, there was some blood on the cannula, and the adhesive strength was low, leading to suspicion that the pod may have shifted. There were no error messages on the controller. There was no medical assistance required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.